Manufacturer narrative:
The manufacturer did not receive devices or other source documents for review. X-rays and photos were provided. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e. Ref# (B)(4) cocr heads) are marketed in USA, and therefore this report was filed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted an cocr head 28/ 0 'm' 12/14 on the left side on (B)(6) 2006. The patient was revised on (B)(6) 2016 due to pain, wear and osteolysis. The reported event stated the patient had a postoperative control after the first implantation performed in 2006, the implantation was well done with adequate cup inclination of 45 degrees. On (B)(6) 2012, first control, dr.(B)(6) marked an abrasion of abut 1.5 mm. The patient had massive right hip pain but she was made aware that the left hip is the one that needed to be revised due to massive osteolysis. Due to the discomfort, the left hip was revised on (B)(6) 2016, all the devices were removed manually with the exception of the head which was stuck to the stem.

Manufacturer narrative:
No trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. The patient received a total hip prosthesis on the left side in (B)(6) 2006. The postoperative follow-up was uneventful and the radiological findings are perfect according to the surgeon¿s correspondence to the general practitioner (gp) of the patient. However, the inclination angle measured on the x-ray dated (B)(6) 2006 amounted to approximately 51°. According to the surgical technique an inclination angle between 40° and 45° is recommended [6]. The follow-up x-ray dated (B)(6) 2012, approximately 6 years after implantation, shows a displacement of the head in the cup in such a way that one of the anti-rotational spikes becomes visible. Further, osteolytic changes are obvious in the proximal half of the stem. This appearance could suggest that the osteolysis developed due to polyethylene wear. As there are no x-rays or other clinical documentation between 2006 and 2012 at hand it is unknown at what point in time those phenomena started. Wear and osteolytic changes progressed until the revision surgery in (B)(6) 2016. According to the x-rays at hand the osteolytic changes not only affected the femoral side but also the acetabular side clearly since (B)(6) 2014. At that time the patient consulted the surgeon (B)(6) due to massive pain. Then a total hip prosthesis was implanted on the right hip side first. Afterwards the patient was satisfied and did not have pain anymore. However, the surgeon mentions in his documentation that a revision of the insert on the left hip is necessary as a precaution starting in (B)(6) 2014. One year after the patient returned to the surgeon for the annual check-up and was still satisfied with her right hip but had to walk with a crutch. After examination the surgeon explained to the patient that from his point of view a revision of the left hip should be planned. The latter was performed almost one year later in early (B)(6) 2016 because the patient decided for it due to pain. At least from the image of the CT slice dated (B)(6) 2015 it was obvious that there was no gap between the head and the shell. This leads to the assumption that it came to metal on metal contact possibly resulting in some metal wear. At revision surgery a considerable mass of black debris of metallosis was found, the stem was only fixed in a little area and the shell and the polyethylene insert could be removed by hand. From the surgical report it is not clear in which position the polyethylene insert was at the time of revision surgery. The intraoperative pictures present insert and shell separated. In the letter from prof. (B)(6) it is described that insert and cup could be removed by hand as two single parts. This could indicate that the insert was not anymore fixed to the shell at least at the time of revision surgery. The retrieved alpha pe insert shows an elliptical-shaped worn through area in the loaded area. The latter covers more than half of the articulation surface. The appearance of the insert (roughened and more whitish appearing zones on articulation surface, layer delamination and cracks under the surface along the rim, partially fractured off pole pin) points to embrittlement due to oxidation of the material. It was tried to determine the oxidation index by using atr-ftir. Two measurements that seemed reliable gave an oxidation index of 2.75 and 1.96, respectively. Compared to [4] those values are above the threshold for sufficient loss of mechanical properties. It has to be considered that the measurement taken here was of investigational nature and very limited due to small dimension of the sample, the uneven topography of the surface and the method itself. For a more reliable measurement samples of defined size need to be taken, e.g. From the rim of the alpha pe insert. This was renounced as destructive testing of the insert was restricted to keep the possibility to authorize a neutral investigator. Costa et al. Investigated the influence of the packaging on oxidation of polyethylene components [7]. Samples of different manufacturers were tested and the packaging was categorized into three classes; class I: gas permeable, class ii: multilayer polymer film barriers, class iii: aluminum foil barriers and multilayer polymer film. The median oi values were similar for all classes (highest 0.23 for class ii) but varied for the different packaging types within one class. The oi was above 1 for class I and ii packaging when testing expired products. The packaging that was used for the alpha pe insert at the time of manufacturing corresponds to a class ii packaging tested by costa et al. It is a known phenomenon that in vivo oxidation occurs once a conventional polyethylene component is implanted. In vivo oxidation might be very individual and patient specific. As in this case the oxidation index was determined on a retrieved component showing the end result. Based on these findings it cannot be said if at the time of implantation the quality of the alpha pe insert at hand was adequate. The annual wear rate of the alpha pe insert has to be rated elevated. However, it has to be considered that the inclination angle of the cup was higher than recommended in the surgical technique. A steeper inclination angle is not only known to favor dislocation but also to increase wear. Further, in the literature it was seen that with shelf lives longer than 4 years before implantation the survival rate of the prosthesis at five years after implantation decreased. Therefore it has to be noticed that the conditions of the case at hand were not optimal. As the patient refused to undergo revision surgery for years it finally came to metal on metal contact between the cocr head and the fitmore shell which led to unintended metal wear resulting in a considerable mass of black debris of metallosis found at revision surgery. An earlier intervention as mentioned in the documentation of the surgeon would probably have prevented a metal on metal contact as well as limited the amount of tissue damage. As suggested by prof. (B)(6) in his third question led the undermining of the cup by wear mass to a tearing off of the shell from the bone what probably could have caused the sudden massive pain of the patient. Radiologically, it could be observed that osteolytic changes (several areas of osteolysis) around the cup developed during time in vivo. At revision surgery the cup could be removed by hand and there were large cavities around the cup filled with granular wear debris of dark grey discoloration (titanium). There are remains of bone on approximately 25% of the anchoring surface of the retrieved fitmore shell distributed over two main locations. On the x-rays a movement or change of the position of the cup could not be observed, neither was such an observation recorded in the surgeon¿s documentation. The sudden massive pain of the patient cannot be explained on the basis of the retrieval analysis. On the inner side of the fitmore shell three zones of metal wear were found. The two partially overlapping circles of different size correspond to the elliptical-shaped worn through area of the alpha pe insert. The third zone of metal wear is triangular-shaped and located at the proximal end of the spherical area of the shell reaching also the edges of the snap area. The metal on metal contact in this area can only be explained by a position change of the insert. This is probably supported by the following features seen on the anchoring side of the insert: surface changes on the snap area, slightly sloped partial imprint of one of the shell¿s screw holes, frayed appearance of the polyethylene around one main indentation of the anti-rotational spike, line of stitch-like indentations around the second spike, scratched area between the two spike indentation areas, possibly the existence of a partial fracture surface on the pole pin and the fact that shell and insert could be removed as two single parts by hand. When putting the cocr head in the alpha pe insert in such a way that it fits in the loaded area it seems that the head could get trapped in the insert¿s worn area as a kind of ¿constraint effect¿. This leads to the hypothesis of the following possible in vivo scenario. At one point in time when the wear was already progressed and the head was ¿constraint-like¿ trapped in the insert¿s worn area, the head was able to lift the insert away from the shell. By those probably micro movements the ¿combined head insert construct¿ could overcome the snap resistance of the shell so that the insert was not anymore fixed to the shell. Afterwards the insert could probably perform a tumbling movement while resting on the shell¿s snap feature (circumferential edge with the smallest diameter). Thus, the head could get in direct contact to the shell as well as the anti-rotational spike located close to the shell¿s worn area. Therefore, it is assumed that the anti-rotational spikes are not considered as ¿concurrently causative in light of the massive wear¿ because apart from the features mentioned above signs of backside changes could not be observed in the insert¿s unloaded area. In conclusion it can be summarized that the following factors: steeper inclination angle, long shelf life before implantation, oxidation of the polyethylene, patient refusing the recommended revision surgery for years could have contributed to an unfavorable situation resulting in tissue damage and pain. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
Additional information received on april 06, 2016. Documents (surgical report, surgeon letter, x-rays, photos) and explanted products were received for review. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. (B)(4). Investigation ongoing.

Event description:
It has been now reported that the patient was implanted an cocr head 28/ 0 'm' 12/14 on the left side on (B)(6) 2006. The patient was revised on (B)(6) 2016 due to massive wear on the inlay and osteolysis.